Event description:
Dealer advised the armpad came off and the screws that attach the armpad to the frame have stripped out of the underside of the armpad.

Manufacturer narrative:
Training the iqc, inspected the incoming screw according to the sip, make sure the screw meet the requirement, increase the sampling percentage. Responsible person: (B)(4), date: 02/15/2015. Ask the purchasing department to inform the rm supplier make sure the material of screw meet the requirement. Responsible person: (B)(4), date: 02/15/2015.